Manufacturer narrative:
Product event summary: analysis found that a cracked overlay was preventing the programmer's stylus from functioning.

Event description:
The programmer that was returned after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.